Event description:
Home pt (hp) reported seeing excessive amounts of air while using the homechoice cycler for automated peritoneal dialysis therapy. According to the hcp, during the drain phase of therapy pt noted air bubbles in line of the homechoice set, which appeared to be draining with the fluid from peritoneal cavity. Hp reported calling the health care professional and was instructed to replace the homechoice cycler. Hp further relates having a "dry day" and does not start automated peritoneal dialysis therapy with fluid in the peritoneum. According to the hp, pt did not check the fluid level in th pt line of the homechoice set prior to connection to ensure it was properly primed. Hp relates there was no pt injury or medical intervention as a result of this incident.